Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.